Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 11/13/2017. Customer's test strips are being stored in the kitchen and opened vial date 09/28/2015. Reviewed meter memory: (B)(6). Customers concern: 303mg/dl, 266mg/dl, 233mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Additional product codes added.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 11/13/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: 1:303mg/dl (B)(6) 2015 04:55:00 pm fasting:yes. 2:266mg/dl (B)(6) 2015 07:00:00 am fasting:yes. 3:178mg/dl (B)(6) 2015 07:00:00 am fasting:yes. 4:133mg/dl (B)(6) 2015 07:00:00 am fasting:yes. 5:233mg/dl (B)(6) 2015 07:00:00 am fasting:yes. Customers concern:303mg/dl, 266mg/dl, 233mg/dl. No adverse event reported.